Event description:
The customer reported her blood glucose reached 370 mg/dl less than 4 hours after the pod was activated. Upon removed she noticed the needle never retracted back into the pod. The pod was discarded.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported malfunction (needle never retracted), to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.